Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update the following: device available for evaluation?, if follow up, what type?, device evaluated by MFR?, and evaluation codes. The device was returned to olympus for evaluation. A leak test was performed and the device failed leakage test at the distal end cover of the device. In addition, the bending section adhesive was found with open gaps and cracks. There was a pinhole noted on the adhesive around the elevator forceps raiser. A green stain was also noted on the elevator forceps raiser base. The interior adhesive on the distal end was found partially missing. The light guide lens was inspected under a microscope and noted brownish/yellowish stains internally. A baroscope was used to inspect the biopsy and suction channels of the device. Brown/yellowish stains and scrape marks were noted on the biopsy channel wall interior at approximately 15cm from the distal end. No sign of foreign stains and scratches were found inside the suction channel wall. The root cause of the reported event is most likely due to improper maintenance of the device. The device was serviced and returned to the facility. The reprocessing manual contains several warning statements for proper inspection and testing including the following warning. ¿perform a leakage test on the endoscope after each pre-cleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿

Manufacturer narrative:
The device in this report was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit to the facility has not been finalized. The device was purchased on june 17, 2013 and was last serviced on october 29, 2015.

Event description:
Olympus was informed of a patient infection. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure using two different duodenovidescopes. The type of infection is unknown at this time. The cause of the infection is also unknown; however, it was reported that the scope was cultured at the facility and tested negative for microbial growth. The device was reprocessed using a non-olympus automated endoscope reprocessor (aer) custom ultrasonics. The patient was given antibiotics and is reportedly doing well.